Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they had a colon surgery. Caller reported when they went to check their ins with a patient programmer they were seeing a power on reset (por). Caller reported they could normally feel the ins working, but at the time of report, they did not feel the ins working. Caller reported there was possible emi related to the issue, they were in the hospital and had robotic surgery. No further complications were reported or anticipated.